Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the lens was implanted into patient's eye and noticed that patient had the same weird sheen. Physician just left it and proceeded with the goniotomy. Patient had corneal edema ,so couldn¿t see the iol that well but still could see the sheen. Additional information was requested. There are two medical device reports associated with this complaint. This report is 2 of 2.

Manufacturer narrative:
The product was not returned for analysis. No sample was returned for analysis. Complaints have been received describing that lenses were reported by doctors for the presence of a ¿polychromatic sheen¿ visible. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating that glare/tint/haze observed on the iol after implantation in the eye. As it was not clear what this was, due to misunderstanding the initial iol was explanted resulting in increased corneal edema post-operatively. Fortunately, the haze cleared post-operatively without causing any lasting visual symptoms. As per physician, it was speculated that the haze might have been due to the release of argon gas from the device, which pushed the iol. There are two medical device reports associated with this complaint. This report is 2 of 2.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).